Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by implementation in accordance with below instructions for use: instructions, operation manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the electrical connector had corrosion due to water leakage. Nozzle had foreign objects. Due to wear of angle wire, bending angle in the up direction did not meet standard value. Due to wear of the angle wire, the play of the up/down knob was out of standard value. Adhesive on the distal end had a crack. Adhesive around objective lens and light guide lens was peeled. Light guide lens had discoloration. The connecting tube had discoloration. The suction cylinder was shaved. The control unit had discoloration. Due to dirt on the objective lens, there was a lack of image on the monitor. In addition, the switch 1, the plastic distal end cover, the connecting tube, the lock engagement lever, the free engagement knob, the up/down knob, the switch box, the scope cover, the scope connector, the universal cord, the grip, the control unit, and the right/left knob were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility did not understand the question of when the foreign object adhered to the scope. It was unknown if there was a delay between the end of clinical use and the start of pre-cleaning. It was unknown if the air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was not pre-soaked in a detergent solution. It was unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. It was unknown if the air/water nozzle was flushed with a detergent solution. There was no response from the facility if there were any other concerns regarding the reprocessing.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had suspected water leak. Upon inspection and testing of the returned device, it was observed that the nozzle had foreign object. This report is being submitted for the event found during evaluation. There was no patient involvement.